Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is defective ribbon cable. The root cause fo the defective ribbon cable cannot be positively identified. No adverse event resulted from the defective cable. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons were not working properly. The patient was issued a replacement monitor.